Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient experienced bradycardia. An angiojet zelantedvt was used in a thrombectomy procedure. During the procedure under thrombectomy mode, the patient experienced bradycardia. The bradycardia subsided after the physician took his foot off the pedal. The patient also developed myoglobinuria due to haemolysis. The physician believed this was from the lytic, during the procedure. The patient is being looked after, by a renal physician, has shown some improvement, and is expected to fully recover. The patient had an elevated creatinine level and was slowly increasing daily. On march 27, it was 524 and increased to 564 the following day. The patient was no longer on a drip and was taking fluids orally, approximately 3 liters per day. The physician reported that the patient's kidney condition has improved and creatinine level has decreased.